Event description:
Customer called to report a pod that she was not sure was delivering insulin which ended up with her going to the hospital for high bg's. Customer placed the pod on 3/23 bg by 1:14 pm was 450. Previous to this, nothing unusual had occurred, just the gradual rise in bg to over 500 at 6:04pm. At 6:09pm, she changed to a new pod and delivered a 3.5u bolus. By 6:39pm had started to drop to 439. By 7:08pm, it had gone back up to 480 and she began to throw up and went to the hospital. She was given a manual shot of regular and nph insulin at the hospital. Her bg dropped to 167 by 11pm and she returned home. She did not place another pod at this time as the nph was still in her system. When customer woke the next morning her bg was 104. At that time a new pod was placed successfully.

Manufacturer narrative:
The eval indicates that a retainer allowed a component to move which prevented the plunger from advancing. The user is instructed in the user guide to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and could use another device or backup therapy if required.